Event description:
Event description guidant received information that the patient with this pacemaker expired. Further details revealed that the patient was due for a new battery, however the whole system shut down. The official cause of death was not reported to guidant and attempts to gain additional information were unsuccessful.